Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025 the patient experienced loss of consciousness. The patient did not remember if they experienced any symptoms prior to this. The patient did not remember the cgm reading from during the event, but the cgm reading would have been inaccurate. The patient was brought to the hospital and when a fingerstick was taken at an unknown moment the blood glucose reading was around 400 mg/dl. The patient did not recall any details regarding treatment but stated that they were discharged after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.